Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection. The recipient's skin flap was drained, however, granulation tissue occurred. The recipient underwent a skin flap rotation reconstruction, however, the infection did not resolve. The recipient was reportedly hospitalized (B)(6) 2016. The recipient's device was explanted. The recipient's infection has resolved.

Manufacturer narrative:
The recipient was reportedly hospitalized due to skin irritation (B)(6) 2016. On each occasion, the recipient received medical treatment, however, the irritation did not resolve. The recipient was hospitalized again (B)(6) 2016. The recipient underwent reconstruction surgery on (B)(6) 2016. The recipient was hospitalized again (B)(6) 2017, the recipient underwent skin flap reconstruction surgery and the recipient's device was explanted.